Event description:
Olympus received a medwatch form which stated during a laparoscopic tubal ligation and upon insertion of the trocar, 2 pieces of the white nipple broke inside the pt's abdomen. Both pieces were found and retrieved from the pt with the use of an unk device. No pt injury was reported. Olympus followed up with the user facility to obtain additional info but no further info has been provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If additional info or if the device is received at a later time, this report will be supplemented.